Event description:
It was reported that the lead was not sensing. The lead was explanted and replaced. No patient complications were reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary: (B)(4): the proximal conductor was fractured, the outer insulation was melted, the outer tubing overlay had cosmetic environmental stress cracking and was melted, the distal conductor was stretched, and blood was noted on the helix mechanism; distal segment returned and analyzed.